Event description:
Reporter stated that caller from account reported that the volume display on station 6 of the unit was showing only partial characters. This was not resolved by pressing and rubbing on the disaply window with the thumb. The user was advised not to use the unit, which was swapped out. No pt involvement. 10/23/96.